Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer that the video telescope displayed a noise image. The overall color of the image was pink. The malfunction was found during the therapeutic laparoscopic procedure, and the procedure was completed with a similar device. The patient was not under anesthesia and there was no delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report of a pink image with noise was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.